Manufacturer narrative:
(B)(4).

Event description:
Since the pump was implanted, the pt's spasticity has progressively gotten worse. The pt's status was "fair." The actual residual pump volume was greater than the expected volume; specific volume amounts were not known by the reporter. No diagnostic studies were performed, only the pump dose has been increased. The reporter was considering healthcare provider options. Add'l info has been requested, but was not available as of the date of this report.